Event description:
It was reported that a patient presented with back-up vvi mode, premature battery depletion, and an unspecified vibration issue noted on the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Reported events of premature discharge of battery and inappropriate reset were confirmed. The device battery voltage was at normal operating level upon receipt. Initial interrogation results indicated the device was operating in reset mode. The device image was saved and analyzed, indicating a por condition that resulted in reset mode. The device was cut open to enable further testing, and high current drain was found within the hybrid circuitry, consistent with the reported complaints. An assessment of the device¿s longevity was performed and found the longevity to be within the expected range.